Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that backup mode operation was present on the implantable cardioverter defibrillator (ICD). The backup mode occurred following a computed tomography (CT) scan. The high voltage (hv) therapies were off. A device download/reset was performed successfully. The patient was stable.